Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) device repeatedly displayed the error message "iabp loop leak" but the device returned to normal after manual inflation. After one day of use, a spare machine was replaced and no one was injured.

Manufacturer narrative:
Updated field: b4, d8, d9, e1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) observed the machine and stated that the balloon was connected on site and no fault phenomenon reported by the customer was found. The safety disk was sealed with silicone grease and the test function was normal. No faults found pneumatic module seal, self-test, etc. All test parameters meet factory requirements.

Event description:
N/a.